Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and poor morphology. As the patient's right atrial (ra) lead had also dislodged a revision procedure was performed wherein the physician attempted to reposition both leads but was unsuccessful as the helices of both leads ceased to extend and retract. Both leads were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the electrode tip noted the helix was intact/undamaged with dried blood in the helix housing and neck region and tissue entwined in the helix. Electrical testing indicated the lead was continuous and without fracture which was also confirmed via x-ray analysis. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.